Event description:
The customer reported no suction with a liquid optics interface (loi). It is unknown when the suction issue occurred and if there was patient involvement reported. There was no patient injury or surgical intervention reported. No other information was provided.

Manufacturer narrative:
Request for patient demographics were made but no additional information has been received as of the date of this report. Date of event: unknown/not provided. Health effect - clinical code 4582 incomplete treatment-unspecified. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.